Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. It is unknown if any parts have been replaced. Ventilator logs were provided and reviewed. The reported failed pressure and flow transducer tests during pre-use check could be confirmed in the test log. There are no technical error codes on the reported event date and during the period prior the event date, which indicates that there was no technical malfunction. As no parts were returned for investigation, it has not been possible to determine the root cause of the reported event.

Event description:
It was reported that the ventilator failed pressure and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).